Manufacturer narrative:
An internal biomérieux investigation was performed with results as follows: the most likely root cause is that bottles were delayed entry; log growth phase appears to have occurred prior to loading the bottle. Bottle graphs showed a very high starting reflectance which is not normal, and is indicative of delayed entry. The bottle details screen indicated that there was a delayed entry of almost 24 hours between collection and loading. Neither the error logs nor the audit log indicated a malfunction that would result in a false negative. Additional information about the species and if the patient was on antimicrobial therapy at the time of collection was not provided. An instrument malfunction that is limited to 3 bottles of the same patient is not likely. The following information is provided in the bottle instructions for use (IFU) regarding delayed entry: "biomerieux recommends that inoculated culture bottles be placed into the bact/alert microbial detection system as soon as possible after collection. If there is an unavoidable delay, inoculated bottles may be maintained at room temperature up to 24 hours before loading into the instrument. If inoculated culture bottles have been delayed in their receipt into the laboratory or have been incubated prior to entry into the bact/alert instrument, visually inspect for indications of microbial growth. If microbial growth is evident, treat the bottles as positive and do not place in the bact/alert microbial detection system for monitoring. Biomerieux recommends that inoculated culture bottles be placed into the bact/alert microbial detection system as soon as possible after collection. But, in the unavoidable cases when there is a delay in bottle receipt by the laboratory, delayed entry information is provided from seeded studies in the "performance characteristics of the test" section."

Event description:
A customer in (B)(6) notified biomérieux of discrepant results associated with virtuo. The customer reported three (3) false negative results for one (1) patient. The three (3) bottles were found by the laboratory technician while unloading the waste from the virtuo instrument. The tech noticed that the sensor on these bottles was yellow and as a result performed a culture and gram stain. All three (3) bottles had growth of staph coagulase negative strain. There is no indication or report from the laboratory or physician that the discrepant result led to any adverse event related to a patient's state of health. An internal biomérieux investigation will be initiated.